Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation and the reported condition was confirmed in the event history but not duplicated. This complaint is an ancillary of (B)(4). The device passed testing and no failure could be detected. The cause of the event is unknown. No repairs were performed to correct the reported condition. If any additional information is received, a follow-up will be sent.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a downstream occlusion alarm fourteen (14) times. These alarms may have been false alarms. There was no patient injury, patient involvement, medical intervention, or adverse reaction in association with this event. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.